Event description:
It was reported that during a lap cholecystectomy procedure, the clips would not discharge from the device. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results for the (B)(4) instrument confirmed that it was returned non-functional. The instrument was cycled, the advancer bypassed the clip on the first firing, then a double fed incident occurred that caused 2 malformed clips, the subsequent firings resulted in 7 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.